Event description:
The switch emitted fire. The unit has not been returned to co. For inspection. The user discarded the unit. No death or serious injuries were reported. The user indicated the unit was over twenty years old. This event is not considered reportable under 21cr803 because a similar event would not be likely to cause or contribute to death or serios injury. This report is being made to comply with regulatory letter 90-dt-12.